Event description:
Device report from australia reports an event as follows: it was reported that on (B)(6)2023 during loan kit inspection, the screwdriver shaft in question was found to have been damaged. There is no reported procedure or patient interaction. No further information is available. This report is for an expedium spine system screwdriver t20. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: initial reporter is a synthes employee. Part#: 279702050, lot#: g0704, supplier: (B)(4). No manufacturing record evaluation required as no manufacturer related issue found. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. The photo investigation revealed that the tip of t20 screwdriver shaft, was heavily worn and stripped. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the t20 screwdriver shaft was heavily worn/stripped and twisted. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. It is reasonable to conclude that the reported issue is due to the worn condition observed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed conditions of t20 screwdriver shaft would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.